Manufacturer narrative:
(B)(4). Batch # t92c2n. Investigation summary: a picture sent by the account was evaluated along with the device. The image was of what appears to be a harmonic device where you can see the device on its packaging. Second image show the blister broken. The device analysis results found that the harh23 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken and still adhered to the tyvek. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release.

Event description:
It was reported that before an unknown procedure, it was found that the outer box was damaged when picking it. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.